Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the flow sensor assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the flow sensor to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
It was reported to philips that the device had an oxygen not available alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.